Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing on the right ventricular channel resulting in pacing inhibition. It was reported that the patient was pacer dependent after an av node ablation. It was reported that the r-waves have decreased from 8 millivolts to 4 millivolts. A guidant technical services (ts) consultant discussed that the electrograms showed chronic atrial fibrillation and that the shock electrogram was flat during right ventricular noise, which appeared non-physiologic versis physiologic noise. Trying to reproduce the noise with valsalva, sleeping position, or isometrics was recommended. Lead measurements were reported to have been within normal limits.